Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the flow diverter was partially deployed, but fully opened from the distal end of the delivery catheter. There was some damage noted to the distal end of the flow diverter. The distal tip of the delivery catheter was damaged. No other anomalies were noted. During functional inspection, the catheter was flushed, and the stabilizer was advanced to deploy the flow diverter without difficulty. A patency test was performed on the catheter without difficulty. The reported event was confirmed during based on the damage noted. Based on device analysis, the delivery catheter was noted to be deformed. It is probable that the delivery catheter was damaged during the clinical procedure causing the reported event. An assignable cause of procedural factors will be assigned to the reported and analyzed event, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure, the physician placed the catheter in the target location. The physician encountered resistance in the tortuous patient anatomy while advancing the subject flow diverter and after deployment was initiated, the subject flow diverter stent did not open. The procedure was completed successfully and no clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
B1: adverse event/product problem: not applicable h1: type of reportable event: not applicable due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned for analysis and the delivery catheter was noted to be deformed. It is probable that the delivery catheter was damaged during the clinical procedure causing the reported event. An assignable cause of procedural factors will be assigned to the reported and to the analysed events, as the issue is associated with a product that meets design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. Non-reportable rationale: based on further review, the reported event description, the subject flow diverter failed to open but was recaptured by the operator and successfully removed from the patient¿s body. The physician did not take any action/ intervention due to this event. There was no reported permanent impairment of a body function or permanent damage to a body structure, no medical or surgical intervention to prevent permanent impairment of a body function or structure was performed and the event was not life threatening. There was no information to reasonably suggest that this type of malfunction would likely cause or contribute to a death or serious injury if the malfunction were to reoccur. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the subject device.

Event description:
It was reported that during the procedure, the physician placed the catheter in the target location. The physician encountered resistance in the tortuous patient anatomy while advancing the subject flow diverter and after deployment was initiated, the subject flow diverter stent did not open. The procedure was completed successfully and no clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Subject device is not available

Event description:
It was reported that during the procedure, the physician placed the catheter in the target location. The physician encountered resistance in the tortuous patient anatomy while advancing the subject flow diverter and after deployment was initiated, the subject flow diverter stent did not open. The procedure was completed successfully and no clinical consequences were reported to the patient due to this event.